Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, in the patients left eye (os), on (B)(6) 2020. The lens was implanted as an exchange lens and it was unknown if the problem was resolved, if the patient still experienced a refractive surprise. See MFR report # 2023826-2020-00954 for the initial lens. The cause of the event was unknown.